Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the implantable cardiac monitor exhibited a communication issue. It was noted that the device missed a transmission. No intervention was performed. The patient was in stable condition.